Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient reported brown seepage from wound after implant but the physician initially told this was normal. Patient reported having a fever and chills with battery incision seeping starting (B)(6) 2017. Next day he did not have fever anymore but when his wife went to change the dressing of battery incision it was found to have increased seepage to point of dripping down the patient's back. Patient also reported that at that time he had pain into the abdomen. Patient had thoracic staples removed on (B)(6) 2017 and was told there was a hole/pocket with swelling at battery incision and that he had an infection. Patient reported that they squeezed out a large amount of seepage. Patient was sent home and seepage continued to drip down his back and soreness in abdomen and back continued through the end of the week. On friday, fever was 100.8 so patient called the answering service for the physician who referred them to the emergency room. It was recommended to the patient to stay overnight but the patient declined stating he would go back to hospital if fever reached 104. Fever had been fine since. Patient was told at the ER not to use the stimulator. Patient started taking antibiotics on (B)(6) 2017 and is feeling better this week. Patient also saw their physician and their system may be explanted as early as (B)(6) 2017 but it is unknown at this point if that will definitely happen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2017-05-18 reporting that there was irrigation and debridement that occurred on (B)(6) 2017 of the infected incision site. The event was reported to have resolved. No further complications received.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they didn¿t know any further information regarding if the infection was cleared, if the device was explanted, or what the consumer¿s weight was at the time of the event as they weren¿t informed what the definitive plan was before they left the office, and had been gone since. No further complications were reported.